Event description:
The customer contacted abbott regarding calibration errors for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer reported recalibration was attempted with a new reagent and calibrator lot, however, the same error code was generated. The abbott field service specialist checked the instrument, replaced syringe valves and replaced the instrument probe. After service to the instrument, the recalibration of the rubella assay was still unsuccessful, although the other axsym assays were okay. There were no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.